Event description:
Reporter alleged discrepant blood glucose results of 228 mg/dl on one particular test strip drum back to back with a result of 108 mg/dl on a different container from the same strip drum lot number. It was stated both testing results were performed within 10 minutes on the compact plus system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: compact test strip drum lot number 20648541 with an expiration date of 04-30-07.

Manufacturer narrative:
The suspect product is the compact test strip drum.